Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked the circumstances that led to the device turning off they stated they were told to take the batteries out (understood to mean out of the programmer) when not near device so they don't run down. Patient bought some new ones (understood to be batteries) and also is trying to set it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she has been wetting herself for about 2 weeks now (confirmed at the end of (B)(6)) and she has been trying to increase stim, but is having difficulties because her stim was off and they did not remember turning the device off. After the caller turned stim on, she increased stim on p2 from 1.2v to 1.5v and is comfortable. No further complications were reported or anticipated.